Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery. There was no reported impact to the customer's blood glucose level. The customer was able to reload the cartridge successfully and resume delivery.